Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis found a high current condition and a plasma fuse that was heavily damaged. Analysis confirmed the clinical observations of this device and identified a high current drain; however, the root cause could not be identified. While the root cause could not be identified, it is possible that this damage was a result of a shorted lead condition.

Event description:
Boston scientific received information that an issue was occurring with the cardiac resynchronization therapy defibrillator (crt-d) and the device had been implanted for almost 1 year. The crt-d was subsequently removed and replaced. This right ventricular (rv) lead remains in service.